Manufacturer narrative:
Establishment name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State, province or territory: ca. Post office or zip code: 91325-1219. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that; the patient experienced infusion set cannula was bent event on (B)(6) 2026. Bent cannula led to hyperglycemia treated with pump correction.